Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to pelvic organ prolapse and 3rd degree cystocele with concurrent hysterectomy. It was also reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. It was further reported that patient underwent laparoscopic sacrocolpopexy, perineoplasty, cystoscopy and lysis of adhesions on (B)(6) 2012 due to cystocele and relaxation of vaginal outlet. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient concurrently underwent anterior repair, paravaginal repair, and cystoscopy.